Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009 the patient reported experiencing elevated blood glucose yesterday. She removed the infusion site and found the cannula was bent. She changed the infusion site and insulin cartridge and her blood glucose decreased to her normal range of 70-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.